Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas e 411 immunoassay analyzer (serial number (B)(4)). The first patient sample was also tested for total psa and free psa on a second e411 analyzer (serial number (B)(4)). Please refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to e411 analyzer serial number (B)(4). It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The customer did not know what values from the samples were correct. The first sample initially resulted in a total psa value of 6.54 ng/ml accompanied by a data flag and repeated as 0.422 when tested on e411 serial number (B)(4) on (B)(6) 2022. This sample was repeated twice on e411 serial number (B)(4) on (B)(6) 2022, resulting in total psa values of 6.31 ng/ml accompanied by a data flag and 0.428 ng/ml. The first sample initially resulted in a free psa value of 1.58 ng/ml and repeated as 0.560 when tested on e411 serial number (B)(4) on (B)(6) 2022. This sample was repeated twice on e411 serial number( B)(4) on (B)(6) 2022, resulting in free psa values of 1.60 ng/ml accompanied by a data flag and 0.224 ng/ml accompanied by a data flag. The second sample initially resulted in a total psa value of 4.66 ng/ml accompanied by a data flag, which repeated as 0.308 ng/ml on e411 analyzer serial number (B)(4) on (B)(6) 2022. This sample initially resulted in a free psa value of 1.20 ng/ml accompanied by a data flag, which repeated as 0.179 ng/ml accompanied by a data flag on e411 analyzer serial number (B)(4) on (B)(6) 2022. The total psa and free psa reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The free psa reagent lot number was 546192, with an expiration date of september 2022. The total psa reagent lot number was 551376, with an expiration date of november 2022.

Manufacturer narrative:
Calibration signals recovered as expected for the last total psa and free psa calibrations performed on 14-apr-2022. Quality control results for both assays were accompanied by flags indicating high results. The investigation could not identify a product problem. The cause of the event could not be determined. The customer believes the issue to be related to the sample.